Event description:
A customer contacted beckman coulter inc. (Bec) and reported a leak around the blood sampling valve (bsv) of the coulter hmx hematology with autoloader analyzer during system startup. The leak was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves and a lab coat at the time of the event. No one came in contact with the fluid. Medical attention was not sought. The material safety data sheet (msds) was not reviewed. The lab's exposure control/risk management plans are in place. There was no death, injury or change to patient treatment.

Manufacturer narrative:
The customer later called back the same day and cancelled the service request because they were able to repair the leak. The customer found that tubing around the blood sampling valve (bsv) had become disconnected. The customer reattached the tubing and the leak was repaired. The cause of the leak was disconnected tubing at the bsv. (B)(4).